Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument wire was loose at the tip. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument issue involved a loose and broken cable detected before the procedure, without causing any loss of cautery or non-intuitive motion. There was no uncontrollable, limited, or imprecise movement, and the jaws functioned normally. No sparking, arcing, thermal damage, or other physical damage was observed, aside from the loose wire. It was unclear whether the wire was exposed due to damaged insulation, but no part of the instrument detached or broke off. No photographic or video evidence was available for review, but the instrument was returned to intuitive surgical, inc. (Isi) for evaluation.